Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Data analysis confirmed the cause was due to an increased power consumption and recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.